Event description:
Customer called to report the insulin pump alarmed during the prime process. Blood glucose reading at the time was 552 mg/dl. Troubleshooting was performed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device was unable to prime during the prime, a33 test due to protruded/loose drive support disk. No a33 alarm was noted. Device received with a bleeding lcd, scratched display window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.